Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00418 on 19-oct-2020. Additional information (17-nov-2020): quality controls (qc) did not recover within range at the time of the event. The siemens customer service engineer (cse) observed water droplets on the tip of the reaction wash probe 1 of the customer's atellica ch 930 analyzer. The droplets were found to be dripping into the reaction cuvettes every few seconds. The cse replaced the reaction wash probe 1 dispense valve (v19), after which droplets were no longer observed on the tip of the reaction wash probe 1. Qc recovered in range after the service action. There is insufficient data to identify a failure to meet specification. The cause of leak is unable to be determined. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed a valve from the atellica ch 930 analyzer's reaction's bath washing station. The analyzer was functional by 9:15 am that morning. The issue with the customer's refrigerated storage module (rsm) was resolved by 3:00 pm that same day. Siemens is investigating the issue.

Event description:
The customer reported that quality controls (qc) failed the morning of (B)(6) 2020 at 8:00 am on their atellica ch 930 system. Quality controls had recovered within range at 4:00 am that same morning, and 328 patient samples were run between 4:00 am and 8:00am. The results obtained were reported to the physician(s). It is unknown if any discordant patient results were obtained on any of these patient samples. The customer reported an issue with their refrigerated storage module (rsm) and had to stop using their aptio automation system. The customer loaded all samples manually, causing a delay. There are no reports of patient intervention or adverse health consequences due to this event.